Event description:
The lay reporter/wife contacted lifescan (lfs) on march 12, 2007, alleging an apply sample message on the pt's one touch ultra meter. On an unspecified date and time, the pt attempted to test and was unsuccessful due to an apply sample message. He took his oral medication (30 mg of actose) for diabetes after attempting to use the meter. At an unspecified time, he exhibited symptoms of vomiting. Reporter was unable/unwilling to verify whether the pt attempted to test when experiencing symptoms. The wife claims the pt needed assistance and treatment by a medical professional. The pt was not tested on another device. The reporter would not provide additional info. The meter is not a new product. The technique of applying blood on the test strip was incorrect. Meter was not coded properly. When a meter is miscoded, it can possibly lead to false blood glucose readings. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. It would have been helpful to know the day of the event, how long the pt had the issue prior to the event, his diabetes regimen and what type of treatment he received. The complaint is being reported because the reporter alleges the pt was unable to obtain a reading, developed symptoms, and needed treatment from a medical professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.